Manufacturer narrative:
Upon completion of a health risk assessment provided by a healthcare professional, this issue if repeated is not likely to result in serious injury or death to the patient or caregiver. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported by repair work order that the cot could not be loaded into the ambulance due to the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the cot could not be loaded into the ambulance due to the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.